Event description:
The case was a revision of a previous posterior cervical fusion in which the gibralt screws were used. The surgeon thought it was odd that the screw was breaking half way up the thread, inside the bone. Xrays were reviewed prior to incision.